Event description:
Device report from the (B)(6) reported an unplanned implant removal due to pain. Pt was experiencing shooting pain down her leg near the implant, two days after removal she no longer had any pain and has not had any to date. The fracture had healed so no replacement implant was required.

Manufacturer narrative:
Device is not distributed in the united states. Date of manufacture reported as (B)(6) 2008. Investigation could not be completed, no conclusion could be drawn as device was not returned.